Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4: model # = gpn #. Investigation - evaluation. It was reported the bakri tamponade balloon catheter's balloon ¿broke¿ during the treatment of postpartum hemorrhage (pph) during a cesarean section delivery. The device was tested prior to use. The balloon was placed and was injected with 250 ml of fluid. Then an additional 50 ml of fluid was injected, leakage was observed, and the balloon was removed. The balloon was visually confirmed to be broken, and another device was used to successfully achieve hemostasis and complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The balloon was placed after the cesarean section delivery, and there was a suturing operation after placement. The device was placed transabdominally. The total estimated blood loss was 600 ml (540 ml before the device failure and 60 ml after the device failure). There was no need for a blood transfusion. The nature of the hemorrhage was uterine atony. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One device was returned for investigation without package or label. Visual inspection noted a cut/tear in the balloon material. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of investigation, cook has concluded the most likely cause for the damage to the complaint device was determined to be inadvertent user error. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14aug2024: the balloon was placed after the cesarean section delivery, and there was a suturing operation after placement. The device was placed transabdominally. The total estimated blood loss was 600 ml (540 ml before the device failure and 60 ml after the device failure). There was no need for a blood transfusion. The nature of the hemorrhage was uterine atony.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the bakri tamponade balloon catheter's balloon ¿broke¿ during the treatment of postpartum hemorrhage (pph) during a cesarean section delivery. The device was tested prior to use. The balloon was placed and was injected with 250 ml of fluid. Then an additional 50 ml of fluid was injected and water came out of vagina. The complaint device was removed and found to be ¿broken¿. The procedure was completed by replacing the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.